Event description:
It was reported that the patient with this pacemaker exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. This explanted pacemaker will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.